Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for follow-up. Interrogation of the device, revealed non-sustained rv oversensing episodes, which were due to lead noise. Noise was not reproducible via isometrics. There were no other electrical anomalies. X-ray did not show any evidence of lead deterioration, and no intervention is being considered at this time. Patient remains stable and will be followed up.

Manufacturer narrative:
Manufacturer report 2938836-2017-15799, should not have been reported as a medical device report (MDR) as this product is ous unique and is not distributed in us.